Manufacturer narrative:
Other applicable components are: product ID 3889-28 lot# va1357m serial# implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. It was reported that the patient had some pain and swelling at the surgical site in their back. One day after the report, the patient stated they went to the ER due to pain and swelling and stated that they were on antibiotics and mild pain medication. A manufacturer¿s rep stated later that the patient was not given antibiotics as the ER physician did not see any sign of infection. It was noted by the rep that the patient will be getting the lead removed. On (B)(6) 2017, it was reported by a rep that the patient's lead was removed on the day of the report and would not be returned for analysis. The physician stated that there didn't appear to be any infection present. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.